Event description:
The customer reported having problems with the serter and it has been replaced more than once before. The caller mentioned that the sensor got stuck in the serter; she pressed it against her body and it did not fire. The customer stated that the paramedics were called last night due to her low blood glucose and she was treated with an insulin drip. The customer stated that her blood glucose was 484mg/dl when she left work. Then she went home and had a snack as well she bolused for the high, but it was too much and dropped to low. Troubleshooting was declined as customer was struggling with low glucose level. The customer believes it was not the device, but how her body responds to insulin. The customer stated that she did not eat all day, bolused too much for her high sugar. The caller stated that after inserting the new sensor she got a lost sensor alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.